Manufacturer narrative:
Concomitant product(s): a 6935-65 lead, implanted: (B)(6)2009; 4194-78 lead ,implanted: (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af) at the most sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.